Event description:
(B)(4). Same case as MFR ID # 2134265-2014-04269. It was reported that following a percutaneous coronary intervention, the patient expired. In (B)(6) 2013, the patient presented with stable angina. The 2.5x30mm, 90% stenosed, eccentrically shaped, de novo, type c target lesion was located in the severely calcified proximal circumflex (lcx) artery. The lesion was pre-dilated and the 2.25x32mm promus element plus stent was deployed at 12 atms. The deployed stent was post-dilated resulting in timi 3 flow and 0% residual stenosis. It was also noted another unknown promus element stent was deployed during the same procedure. The patient was discharged two days later on byaspirin and plavix. In (B)(6) 2014, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).